Manufacturer narrative:
(B)(4). A third party biomed inspected the device and found that the circuit breaker was tripping. The power supply assembly was replaced. Further investigation indicates the battery was not fully charged at the time of the event. Therefore, the device did not switched to battery operation.

Event description:
It was reported that the ventilator had lost power. There was no patient connected to the device at the time of the event.